Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading at the time of the event was 396 mg/dl. During troubleshooting, the customer detected that the drive support cap was flush. Prior to the incident, the customer stated that he did not recall pressing the cap while connecting. He was advised to discontinue use of the pump. No further information was provided.